Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2018. The patient stated that he was unable to turn on his device. The patient also mentioned had taken stimulation up to 7.6 and was feeling tightening in his chest today. Had patient take stimulation down until tightening in his chest went away. Additionally, it was reported that the patient was in the hospital. They reported the device was malfunctioning and not working. Stimulation was set at 1.9 and next time they checked it showed 3.2. The patient had been approved for the permanent implant. No further complications were reported or are anticipated.